Manufacturer narrative:
Continuation of d10: product ID 9735670, (serial: (B)(6)), implant date n/a, explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: camera 9735821 vega base s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing the camera there was an amber light on the camera. Technical services (ts) verified in ndi; the only fault was temperature. The representative reset the camera and no longer displayed the amber light. There was no patient involvement.